Event description:
It was reported that the device locked up at the 3am daily self test. There was no report of patient involvement with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported issue. Physio replaced the programmed user interface and system control pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface and system pcb assemblies at the failure analysis center and was unable to duplicate the reported issue. There was no failures found with both assemblies.